Event description:
It is reported that a customer was in the hospital for heart and kidney failure and was in the intensive care unit for three weeks. The pt's blood glucose level was at 150 mg/dl at the time of the call. The customer has two transmitters and just wanted to know which one to use with the insulin pump. The customer was assisted with programming the correct one. No further info was provided.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.